Event description:
The plastic plug in the center of the femoral component fell our after implantation. The plug fell behind the tibia in the posterior tibial soft tissue. The surgery was extended approximately 25 minutes while the surgeon retrieved the plastic piece.

Manufacturer narrative:
Evaluation was not possible, as the reported plug component was not returned and the femoral component remains implanted. Review of the device history records and search of the complaint database did not reveal any anomalies. The investigation could not draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for correctve action is not indicated. Monitor through trend analysis. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.